Event description:
On (B)(6) 2010, the plaintiff was implanted with an ams sparc to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged that as a result of having the product implanted, the plaintiff has "experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo corrective surgery," and has, "endured impaired physical relations with her husband." It was also alleged that the plaintiff has suffered and, "will continue to suffer physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.